Manufacturer narrative:
An investigation into returned parts with similar reported malfunctions was conducted under a corrective and preventative action.

Manufacturer narrative:
Return requested (B)(6) 2017. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a cranial biopsy procedure, the site's precision aiming device would not tighten properly. This was found when they were non-sterile. A second device was brought in to be used in continuing the procedure. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was 5 minutes. There was no impact on patient outcome.